Event description:
Clinical study saval pivotal: it was reported that acute lle cellulitis occurred. In (B)(6) 2018, the patient was randomized and the index procedure was performed on the same day. Target lesion was located in the left posterior tibial which had 90% stenosis, proximal and distal reference vessel diameter of 3mm and a length of 70mm. The lesion was treated with 2.5mmx60mm coyote balloon with 8% residual stenosis. No inflow lesions were treated during index procedure. Eight days later, the patient was noted with acute lle cellulitis. The event was treated with medication and compression hose. On the following day, the event was considered recovered/resolved.